Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI : (B)(4). DHR - lot 4081212, conformed to the specifications when released to stock . Failure analysis - the valve was visually inspected; biological debris inside the valve, and needle holes in the needle chamber. The valve failed the test for programming and reflux. The valve was leak tested, leaked from the needle holes in the needle chamber, could not be pressure tested due to programming issue. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the rotating construct, on the helical spring, on the cam/ball arm assembly, on the ruby ball, and on the seat of ruby ball. The valve passed the flush test. The root cause for the programing issue noted during the investigation is due to biological on the rotation construct. The possible root cause for the occlusion reported by the customer was probably due to biological debris and protein build up. Additional information received: the issue was after implantation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve became obstructed and revision surgery was necessary. The event led to 2 hours surgical delay.